Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer cleared the occlusion alarms and successfully resumed insulin. Customer's blood glucose level was 225 mg/dl.